Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it can be seen that on may 17th the device was put to ventilation mode at 4:23 am and at 4:24 am the device was switched to standby mode. At 4:26 am the device was switched to ventilation again and at 4:29 am standby was activated again. The log entries indicate a user performed action and the is no indication of a device malfunction. The switch to standby was likely accidentally caused by pressing the standby button for a prolonged time, e.g. When moving the device. The evita has reacted to a mode switch to standby as specified and acoustically and optically alarmed ¿standby activated¿ with high priority.

Event description:
It was reported that the device entered into standby without the standby button being selected and confirmed with the rotary knob. The patient coded and chest compressions were administered. Afterwards the patient stabilized and the issue did not result in a change of the patient status from prior to the event.